Event description:
Per the clinic, the patient experienced an infection with granulation tissue around the abutment. The patient underwent a procedure on (B)(6) 2014, to remove the affected skin around the abutment. The issue has been resolved and the implanted device remains insitu.

Manufacturer narrative:
(B)(4). Implanted device remains.